Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the right ventricular (rv) lead. During the lead revision, the physician noted that there was tension in the lead. The rv was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were high capture threshold and lead slack issue. As received, a complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.